Event description:
The following was reported to hamilton medical ag: device is showing loss of external power alarm. No 24v dc output from power supply. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).